Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was 220 mg/dl at the time of incident. The size of the air bubble was eight inches. The location of the air bubble was near the top of the reservoir. The reservoir will not be returned for analysis.